Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 during dwell two of six. There was nothing found during troubleshooting that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was undetermined. If additional relevant information is received, a supplemental medwatch will be filed.